Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak tested and functionally tested. No damage or abnormalities were found. The pump passed the leak test and functional test. The cuff was visually inspected, and leak tested. The visual test revealed that the cuff shell was worn from wear at a fold. The cuff passed the leak test. The balloon was visually inspected, and leak tested. The visual test revealed that the balloon tubing had a tear due to tool/sharp instrument damage. The balloon tubing had a fluid leak due to tear from tool/sharp instrument damage. There was no device allegation reported. The reported patient symptoms are known risk associated with implant of these device as indicated in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had difficulty urinating. The patient experienced infection, swelling, scrotal and perineal abscess with pus and urethral erosion. The aus was explanted, and a catheter was placed. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had difficulty urinating. The patient experienced infection, swelling, scrotal and perineal abscess with pus and urethral erosion. The aus was explanted, and a catheter was placed. There were no further patient complications reported.